Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically low r waves. The rv lead remains in use. It was also reported that the dates on the lead trend graph were "off". Advised the timelines on the programmer demo or programmer will be correct for all the weekly trend data. The dates will be correct when the data file fills the full 60 week time line. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited chronically low r waves. The rv lead remains in use. It was also reported that the dates on the lead trend graph were "off". Advised the timelines on the programmer demo or programmer will be correct for all the weekly trend data. The dates will be correct when the data file fills the full 60 week time line. No patient complications have been reported as a result of this event.